Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardiac monitor (icm) exhibited false atrial fibrillation (af) due to irregular r-waves caused by premature atrial contractions (pac). Programming changes were made to resolve the issue. The patient had no adverse consequences.